Event description:
Reporter indicated a pt developed left vocal cord paralysis after initial vns implant surgery. The left vocal cord paralysis was due to nerve manipulation during the surgery. The vns was not turned on, and remains disabled. The pt has been referred to an ent physician for further evaluation.